Event description:
A health center reported to smiths medical that the equipment came apart at the luer lock despite having securely fastened it earlier in the shift. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not yet completed its investigation. A follow up MDR will be submitted when the investigation has been completed.